Event description:
An infection preventionist reported that a patient presented with endophthalmitis following intraocular lens (iol) implant surgery. She reported the patient was referred to a retinal specialist. In a follow-up, the surgical assistant for the retinal specialist reported the patient was seen in their office four days postoperatively with endophthalmitis and vision was hand motion; the patient was treated with medication on that day. The next day, the patient's vision was light perception. Seven days after the initial implant surgery, a vitrectomy was performed. The surgical assistant reported the patient was diagnosed with hypotony, and is being treated with medications. The surgical assistant stated the cause of the endophthalmitis is unknown. Additional information was received from the nurse who reported a retinal detachment occurred as a complication of the event. She reported the patient continues to have vision of no light perception (nlp), the eye is soft and painful, and the surgeon does not expect any improvement. She reported that, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. No evaluation can be done because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).